Event description:
Information received from a healthcare provider for a clinical study reported mild wound drainage that was examined and required antibiotics on (B)(6) 2016. The event was assessed as not related to the device or therapy but was related to the implant procedure. The event resolved without sequelae on (B)(6) 2016. Indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.